Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was dropped on the floor. The patient's blood glucose at the time of incident was 6.3 mmol/l. Troubleshooting was initiated and physical damage was identified to the device. There was a crack on the battery compartment. The display was also unreadable; the display showed black and white. There were no unexpected alarms on the device. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with a constant flashing white light on the display due to vertical cracks on the lcd controller. Unable to verify due to a constant flashing white light on the display. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, a cracked case behind the pump near the battery tube compartment and cracked battery tube threads.